Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The snare catheter, snare wire, introducer and torque device were received for evaluation. The catheter's marker band was missing from the catheter's distal tip but was located in a specimen jar received with the snare wire and catheter. The marker band was severely deformed suggesting the marker band wall was hooked and pulled out of the catheter. The complaint description indicates that the tip was retrieved with snare, which may account for some of the noted deformation. The catheter lumen exhibited a witness mark indicating that the marker band had been present and was bordered on both sides (proximal and distal) by the polymer material. The radiused tip was irregular indicating that it was rigorously manipulated against a resistant surface but was otherwise intact and not torn. The catheter wall exhibited longitudinal shadowing lines. The nature of the hdpe material used in the catheter shaft is that within reason, if it is deformed, it will recover much of its original dimensional attributes but may exhibit scarring that is usually more visible with transmitted light than with reflective light. There were two kinks in the catheter. The relevance of the noted kinks to the reported event could not be determined.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a ureteral stent retrieval. The stent was placed (B)(6), 2014. During the procedure the radiopaque marker came off the snare catheter and was retrieved with a snare. No injury to the patient reported.